Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly, which led to a pump shutdown. The customer's blood glucose (bg) was 198 mg/dl. The customer declined to discuss the issue with tandem technical support and declined follow up contact.